Event description:
Pt reported that her blood glucose elevated to 9-12 mmol/l (162-216 mg/dl) on (B)(6) 2011. She felt sick and threw up, and she thought she had an infection. Pt was unable to remember any details from the rest of (B)(6) 2011. Pt was taken to the hospital on (B)(6) 2011 after husband called emergency. Pt was diagnosed with diabetic ketoacidosis and her blood glucose level was 55.8 mmol/l (1004.4 mg/dl). Pt was unconscious in the hospital, her blood circulation was collapsing, and she experienced cardiac arrest. Hospital staff had to "reanimate" her. Ph value was 6.88, and pt was diagnosed with anemia. Pt was in a coma for 1 week in the intensive care unit. Pt was then moved to the regular care unit for an additional week and was discharged from the hospital on (B)(6) 2011. Pt stopped using the infusion device and believes that "maybe the insulin was not okay." Infusion device was requested for eval. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.